Manufacturer narrative:
1 unit of lot c2267237 of echo-19 was returned for evaluation in its original packaging box, without its original packaging tray. The device related to this occurrence underwent a laboratory evaluation on the 19th of november 2025. On evaluation of the devices the following observations were made: visual inspection: kink observed below sheath extender. Stylet examined and no issue observed. Functional inspection: sheath extender able to advance to position 01 only would not pass kink below sheath extender. Needle handle unable to advance. Stylet removed from device with difficulty. Attempted to re inserted stylet but would not pass kink on sheath extender needle removed from device and break observed below sheath extender. The reported failure was observed. Manufacturing records prior to distribution, all echo-19 devices are subjected to a visual inspection and functional inspection to ensure device integrity. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c2267237. A review of the manufacturing records for echo-19 of lot number c2267237 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label: the ¿warnings¿ section of the instructions for use, ifu0101, which accompanies this device instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. There is no evidence to suggest that the customer did not follow the instructions for use (ifu0101). Image review: an image was not returned for evaluation. Root cause analysis: a definitive cause could not be determined from the investigation. Based on the available information a possible root cause could be attributed to the tortuous positioning of the needle, combined with the flexed or twisted endoscope. These conditions likely placed additional stress on the needle, resulting in breakage below the sheath extender and procedural difficulties during needle retraction. A CAPA (CAPA 217973) has been initiated to document and track the actions taken to investigate and to address kinking or breaking of the sheath at the sheath/sheath extender junction. All lots manufactured from the 10th/11th may 2022 have the CAPA improvements. A review took place to check the manufacture date of the lot related to this complaint and it was confirmed that it was manufactured after the corrective action being implemented. However, this break is considered outside the scope of the CAPA. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation. According to the customer: during fourth puncture user detected the needle cannot be retracted and suspected it is broken inside the sheath. Confirmed quantity, 01 device was confirmed used. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. Investigation findings conclude that a definitive root cause could not be determined. Based on the available information a possible root cause could be attributed to the tortuous positioning of the needle, combined with the flexed or twisted endoscope. These conditions likely placed additional stress on the needle, resulting in breakage below the sheath extender and procedural difficulties during needle retraction. Complaints of this nature will continue to be monitored for similar events. Complaint is confirmed based on visual and/or functional inspection.

Event description:
A supplemental report is being submitted due to completion of the investigation on 12 dec 2025.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Description of event user advanced the device to desired position and start to do biopsy, during fourth puncture user detected the needle cannot be retracted and suspected it is broken inside the sheath. User changed to another needle to continue biopsy. Patient outcome a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Additional information - 14 oct 2025 was it possible to be fully retract before removing the needle from the patient? Was puncture of the targeted site difficult? No. What is the scope manufacturer and model number that was used? Olympus fan-shaped ultrasound endoscope was the scope recently service/repaired? No. Was the device used in a tortuous position? Yes was the device damaged in packaging before removal? No was the device damaged on removal from packaging? No was force required to remove the device? No when was the issue noted? E.g., on advancement of the sheath/needle or on needle retraction? Needle retraction were any other defects (other than the complaint issue) observed on the delivery system (e.g., kinks) prior toreturn? (If yes, please specify what additional defect(s) were observed and where on the device this was observed) no. If the report involves a kink, bend, or break in the needle, where is this located on the device (handle end(proximal end) or patient end (distal end))? Handle end was gaining access to the target site difficult? No. Was force required on insertion of device into scope? No. Was resistance felt while inserting the device through the scope? No if the device was kinked below the sheath extender, was the kink observed before inserting the deviceinto the scope? No was the endoscope in a flexed or twisted position at any time during the procedure? Yes was the stylet partially removed when advancing the needle into the target site? Yes was the syringe used during the procedure, after the stylet was removed? No. Was difficulty experienced while retracting the needle? Yes how many samples were obtained (passes completed) with this needle? 1 when the needle tip was advanced into the target site was the distal scope position adjusted so as tostrain or flex the needle? No.